Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor seized and the control unit is degraded. This was attributed to normal wear. Internal drive gears, degraded parts of the trigger assembly, and consumable parts (such as o-ring, bearings, and seals) were replaced. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported that device's operation was unreliable. (Starts and stops.) Sometimes starts working again after stopping if you shake it or hit it. This is report 1 of 1 for complaint #(B)(4).